Event description:
As reported, the patient had a revision for an unknow reason. The patient was revised to a cc inlay vitamin e, neutral, ø 36, gr. 2 (cat# 140-36-52 / serial# (B)(6)). No further information at this time.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6, h11. No devices were returned for evaluation and no radiographs, images, operative notes, or patient medical history information were provided for review. A definitive root cause was unable to be determined; however, may have resulted from a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: the most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not available for evaluation and no clinical data was provided.

Event description:
As part of the manufacturer's recall, the patient presented for a check-up of the hip prosthesis implanted on the left in 2019. The x-ray showed a clear decentration of the prosthesis head and osteolysis in the acetabulum as a sign of inlay wear. This was verified when the inlay was changed on to a vitd-hardened, specially approved inlay. As part of the replacement operation, in addition to the inlay exchange, the firm socket integrity was determined, the cysts in the socket were curettaged and sealed using allogeneic cancellous bone, and the prosthesis head was replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code. This follow-up report is being submitted to relay additional information. The following sections were updated: b4.

Event description:
Information received via legal notification reports that the patient was free of symptoms post-operatively. For two years prior to the revision, the patient was suffering from increasing discomfort and pain when the left joint was stressed. During the subsequent examination it emerged that the plastic inlay had already suffered considerable wear and there was a risk that the plastic particles of the dissolving implant could damage the surrounding bone. The patient was revised and several weeks of follow-up treatment followed. Since the replacement of the faulty hip prosthesis and the bone damage caused by the material, the patient has been experiencing severe pain during prolonged normal stress, such as when walking. As a result, normal movements have only been possible to a very limited extent since then. This has had an impact on the performance of everyday work and social activities and has since significantly reduced the patient's quality of life.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: d10 concomitant: (B)(6) 180-01-54 - crown cup, cluster-hole gr.54. The following sections were corrected: d4: model number. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not available for evaluation and no clinical data was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.